Event description:
As reported, during an mma embo case they noticed that near the hub of 5f .038 125cm tempo berestein catheter, there was a tear. The team thought it was best to remove catheter. There was no reported injury to the patient. The device was stored and prepped according to the instructions for use (IFU). Devices are stored hanging in a temperature- and humidity-controlled room under normal ir room lighting, with lights off at night. No advanced decontamination methods (e.g., uv-c, vhp, ozone, fogging) are used, and devices are not reprocessed, re-sterilized, or exposed to uv light. Products may occasionally be stored outside of the original white outer box and at times in cabinets with transparent doors. No issues with hvac, humidity, water intrusion, construction, or changes to storage or cleaning practices were reported within the last 12¿24 months. Plant operations maintain environmental logs, and no concerns were identified. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.